Event description:
Additional information received. How occurrences you have encountered so far? To date, 1 occurrence with this lot. When was it discovered? (Before/after use) before use. Material#: 302830 batch#: 4059791. It was reported by the customer that they have opened a 20ml luer lok syringe to draw up medications. Seal was intact so the syringe was "sterile", but there was questionable red/brown substance on the syringe end (therefore contaminated). Verbatim: event date: 4-26-2024. Event location: xxxxxxxxxxxxxxxxxx event description: ¿20 ml luer-lok tip syringe opened to draw up medications. Seal was intact so the syringe was "sterile", but there was questionable red/brown substance on the syringe end (therefore contaminated).¿ harm to team member or patient? No injury. Product name: itm-1120080 - syringe 20ml luer loc tip. Product ref: 302830. Lot number: 4059791. Bd customer account number: (B)(6). No photo or sample available at this time.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was a red brown substance on the end of the syringe. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe plunger rod thumb press has lubricant from the molding process. No other defects or imperfections were observed. This defect could occur if, during a molding repair, residues of lubricant were left inducing the symptom reported. A device history record review was completed for provided material number 302830, lot 4059791. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material#: 302830 batch#: 4059791. It was reported by the customer that they have opened a 20ml luer lok syringe to draw up medications. Seal was intact so the syringe was "sterile", but there was questionable red/brown substance on the syringe end (therefore contaminated) event date: 4-26-2024. Event location: xxxxxxxxxxxxxxxxxx. Event description: ¿20 ml luer-lok tip syringe opened to draw up medications. Seal was intact so the syringe was "sterile", but there was questionable red/brown substance on the syringe end (therefore contaminated).¿ harm to team member or patient? No injury. Product name: itm-1120080 - syringe 20ml luer loc tip. Product ref: 302830. Lot number: 4059791. Bd customer account number: (B)(6). No photo or sample available at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text: see h10 manufacture narrative.